Event description:
During product service by a service technician, a flo-gard infusion pump was found to present an air in line alarm when no air was present. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection and functional testing were performed. The air in line alarm was identified during the functional testing. The cause of the condition was determined to be due to an out of calibration air sensor. To correct the condition, the air sensor was recalibrated. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.